Event description:
A surgeon reports that following bilateral intraocular lens (iol) implant surgery, a patient reported blurry intermediate vision, as if there was a film over the eyes. A yag laser treatment was performed but did not improve vision. There are two manufacturer's device reports associated with this event.

Manufacturer narrative:
The product was returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot. Additional information was requested 01/22/2008, 01/24/2008 and 01/25/2008 by phone, fax and mail. Patient records were received 01/23/2008.